Event description:
It was reported that the patient presented in clinic for a generator change. Upon review, the right ventricular lead exhibited intermittent capture. The right ventricular lead was capped and replaced during the procedure on (B)(6) 2022. The patient was stable.